Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The age of the patients was reported as: ¿three years old and under¿. Lot #: lot ur18g16084 is a suspect lot. (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors disconnected. The user would attempt to connect; however, the non-baxter intravenous (IV) sets were ¿skinnier¿ resulting in the unspecified chemotherapy solution to ¿spill¿. The IV tubing would inadvertently disconnect from the one-link. The event occurred to pediatric patients during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.